Manufacturer narrative:
A ge service representative performed an onsite investigation. The intelligent shut-down printed circuit board was replaced. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would alarm as soon as it was plugged in, the monitor would not power on and the intelligent shut-down board would alarm. No patient injury was reported.